Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008 for the treatment of pelvic organ prolapse and stress urinary incontinence. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the mesh was removed on (B)(6) 2011 and (B)(6) 2012 during vaginal repair surgery, due to vaginal erosion, bleeding, incontinence and pain.

Manufacturer narrative:
(B)(4): on (B)(6) 2012, the patient reported continued pelvic and vaginal pain despite restorative surgery. The patient was offered pt with follow up visit in 6 months.